Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) procedure with plate to treat distal radius fracture, which occurred on (B)(6) 2020. On (B)(6) 2021, the patient visited the hospital and said that it was inconvenient because she had been unable to move her fingers for about 2 weeks. At that time, rupture of the flexor pollicis longus tendon was found. On (B)(6) 2021 the patient underwent revision surgery to remove the plate and to place the palmaris longus tendon at the tear and suture the tendon. The surgery was completed successfully without any surgical delay. The revision surgery was 150 minutes long and incision was 14cm. The surgeon commented that one of the causes of this tear was that the reduction at the initial surgery was not so good and the plate was not placed in a good position. No further information is available. This report is for unknown quantity of unknown variable angle locking screws.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent revision surgery to remove the plate and place the palmaris longus tendon at the tear and suture the tendon. Open reduction internal fixation for distal radius fracture took place on (B)(6), with the plate in question. On (B)(6) 2021 the patient visited the hospital and said that it was inconvenient because she had been unable to move her fingers for about 2 weeks. At that time, rupture of the flexor pollicis longus tendon was found. The revision surgery was completed successfully with no surgical delay, was 150 minutes long and incision was 14cm. The surgeon commented that, one of the causes of this tear was that the reduction at the initial surgery was not so good and the plate was not placed in a good position. This report is for one (1) unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).